Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in hospital after receiving a vibratory notifier. It was noted that the patient was lost to follow up and the device was not interrogated since implant. Old alerts revealed that the right atrial lead exhibited high impedance. No intervention was performed. The patient would continue to be monitored.